Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The lens was returned for evaluation. The returned lens matches the provided photo(s). Solution and blood are dried on the lens. One haptic has been pulled out of the haptic insertion area. The pulled out haptic has a bulbous area which is indicative that a weld was performed during the manufacturing process. The optic is split from one edge across the center of the optic, typical of insertion and removal from the eye. Gouge marks are observed on the optic surface. A large piece of the optic is broken off and not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Follow up attempts were made. At this point, no further information available at this time. Associated products were not provided. It is unknown if qualified products were used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedure, a crack was found on the optic of the iol after implantation. The doctor immediately removed the cracked iol at 15:30 and replaced with a new one.